Manufacturer narrative:
Nothing is being returned for an evaluation: the user facility discarded the complaint device, also, they are unable to supply us with the lot number, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint: we can tell nothing for this, no evaluation can be had. However, historically, this type of event has been attributed to improper fluid management through the joint space while electrosurgical devices are in use: we attribute this event to a user issue, technique; the possibility that the underlying root cause for the patient burns is most likely due to inadequate fluid movement through the joint space while an electrosurgical device was being activated within the joint. By concept and design, electrosurgical devices when activated create heat for coagulation and ablation effects; so, adequate fluid movement through the joint space, dictated by the user, moves bio-debris out, which increases visualization, and "dissipates heat" created by the electrosurgical device: inadequate fluid movement on the other hand, results in the opposite effect; lesser visualization to whatever degree, and fluid being heated to whatever degree while being pooled in the joint space, eventually coming out of the exit portal onto the surface tissue with the possibility of causing burns depending on the temperature of the exit fluid. Outside of that hypothesis and consideration, no other root or underlying cause can be discerned for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that a patient underwent a successful arthroscopic shoulder procedure on (B)(6), 2011. Several days later the patient presented with 3rd degree burns on their elbow (5-6 cm) and along the inside of their forearm (2-3 cm); the patient underwent a skin graft for remedy. This burn was not noticed at the time of the surgery by the surgeon or staff; and apparently not in recovery by staff. The surgeon remarked that he did remember noticing "steam" coming from the outflow tubing of the electrode at the time of the original surgery. So far, we know that a vapr p90 electrode was used, also the fluid management system was an arthrex device. Electrode discarded and no lot number has been supplied.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.